Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) was reconfigured during an appointment. After the reconfiguration was complete, the ptc was removed from the charger. The ptc then displayed a message indicating that the device must be configured before use. Troubleshooting was performed and the issue was resolved. There were no patient effects reported, and the device will not be returned.